Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (500-599 mg/dl) due to the pump settings needing adjustment. Customer delivered a correction bolus to address the elevated bg. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.